Event description:
The manufacturer received information alleging a ventilator was alarming. There was no harm or injury reported. The device was not in patient use. The device was returned to a third-party service center for evaluation. An alarm indicating a low inspiratory pressure alarm condition was observed. The device's active exhalation control module was replaced to address the issue. Additionally, an alarm indicating the detachable battery state of health was low. The detachable battery was replaced to address the issue. This issue would not affect the device's ability to deliver therapy as designed. The device was tested and passed all final testing.